Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during use during fill 1 of 3. The patient was connected. The patient noticed a supply bag became disconnected from the setup. The tsr assisted the patient with ending therapy, reviewed the proper procedures per the user manual with the patient, and instructed the patient to dispose of the supplies and start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2240. The patient stated they were able to continue therapy after starting over with new supplies. The patient stated they did not notice any visible damage or abnormalities with the supplies in use that could have caused the disconnection of the bag and line to occur. The patient spoke with their nurse about the alarm and has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was the supply bag disconnecting without falling. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.